Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that they experienced high blood glucose values. The customer¿s high blood glucose values was 423 mg/dl. Customer's other blood glucose values were 493 mg/dl, 508 mg/dl. The customer treated high blood glucose with manual injections. The customer did not alleged that the insulin pump was under delivering insulin. The customer was wearing the insulin pump within 48 hours of the reported event. The product will not return for analysis.